Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal distension ("bloating"), weight increased ("weight gain"), allergy to metals ("nickel sensitivity") and urticaria ("hives"). The patient was treated with surgery (she underwent surgical removal of the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, abdominal distension, weight increased, allergy to metals and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, menorrhagia, urticaria and weight increased to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("migration of essure device location of device: right essure in uterus") and device breakage ("device breakage") in an adult female patient who had essure (ess205) (batch no. 508290, 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2006. Concurrent conditions included varicose vein operation and gastric banding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal distension ("bloating"), weight increased ("weight gain"), allergy to metals ("nickel sensitivity"), urticaria ("hives"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anaemia ("blood or heart disorder/condition type: anemia"), postprandial hypoglycaemia ("blood or heart disorder/condition type: reactive hypoglycemia"), nausea ("nausea,"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total hysterectomy - uterus and cervix removed, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain and dysmenorrhoea had not resolved and the device expulsion, device breakage, menorrhagia, abdominal distension, weight increased, allergy to metals, urticaria, mood altered, vaginal haemorrhage, anaemia, postprandial hypoglycaemia, nausea and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, device breakage, device expulsion, dysmenorrhoea, menorrhagia, mood altered, nausea, postprandial hypoglycaemia, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Lot number: 508290, manufacture date: 2005/05, expiration date: 2007/04. Lot number: 509799, manufacture date: 2006/03, expiration date: 2008/02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("migration of essure device location of device: right essure in uterus") and device breakage ("device breakage") in an adult female patient who had essure (ess205) (batch no. 508290, 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2006. Concurrent conditions included varicose vein operation and gastric operation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), abdominal distension ("bloating"), weight increased ("weight gain"), allergy to metals ("nickel sensitivity"), urticaria ("hives"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anaemia ("blood or heart disorder/condition type: anemia"), postprandial hypoglycaemia ("blood or heart disorder/condition type: reactive hypoglycemia"), nausea ("nausea,"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total hysterectomy - uterus and cervix removed, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain and dysmenorrhoea had not resolved and the device expulsion, device breakage, menorrhagia, abdominal distension, weight increased, allergy to metals, urticaria, mood altered, vaginal haemorrhage, anaemia, postprandial hypoglycaemia, nausea and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, device breakage, device expulsion, dysmenorrhoea, menorrhagia, mood altered, nausea, postprandial hypoglycaemia, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: mood altered, vaginal haemorrhage, allergy to metals, postprandial hypoglycaemia, nausea, tooth disorder, dysmenorrhoea were added and previously reported event abdominal pain outcome updated. Reporter, patient demographic information, concomitant diseases, historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("migration of essure device location of device: right essure in uterus / serosal surface of uterus") and device breakage ("device breakage") in an adult female patient who had essure (ess205) (batch no. 508290, 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena until (B)(6) 2006. Concurrent conditions included varicose vein operation and gastric banding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2006, the patient experienced nausea ("nausea,"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), allergy to metals ("nickel sensitivity"), urticaria ("hives"), mood altered ("hormonal changes describe: mood changes"), anaemia ("blood or heart disorder/condition type: anemia"), postprandial hypoglycaemia ("blood or heart disorder/condition type: reactive hypoglycemia"), tooth disorder ("dental problems"), ovarian cyst ("ovarian cyst") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with paracetamol (tylenol), sulfamethoxazole;trimethoprim (mortin) and surgery (gastic lap band surgery, hysterectomy partial on (B)(6) 2007 and bilateral salphigiotomy on (B)(6) 2017, total hysterectomy - uterus and cervix removed, bilateral salpingectomy and hysterectomy and and bilateral salphigiotomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, anaemia, nausea, dysmenorrhoea, fatigue and dyspareunia had resolved and the device expulsion, device breakage, menorrhagia, abdominal distension, weight increased, allergy to metals, urticaria, mood altered, postprandial hypoglycaemia, tooth disorder, migraine, headache, ovarian cyst and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, allergy to metals, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, postprandial hypoglycaemia, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Lot number: 508290 manufacture date: 2005/05 expiration date: 2007/04. Lot number: 509799 manufacture date: 2006/03 expiration date: 2008/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Events- "migraines, headaches, ovarian cyst, paratubal cyst, fatigue, dyspareunia" , concomitant drug, medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.